Manufacturer narrative:
E1:patient city: (B)(6). Patient country: israel. H11: since no lot number is available, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in israel. It was reported that the patient faced infusion set cannula needle break on (B)(6) 2025. The infusion set was in use for 10 minutes. The insertion site was abdomen. No further information was available.